Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received the following results on the inform system within 10 minutes while using comfort curve test strips: 542 mg/dl (left arm), 221 mg/dl (right arm), and hi (greater than 600 mg/dl) from the left arm. Caller states patient's right arm is paralyzed. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.